Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "possible exchange of textured devices due to product concern". Later patient reported "implants were found to be ruptured". This record is for the left side. Device was explanted.